Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was actively overdosing and had been in the emergency department (ed) for about 4 hours. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient presented to the ed unresponsive. It was noted that 2 mg of narcan was administered, but the reporter did not know if the patient responded to it. The reporter indicated that a message was left with the pump follow-up physician with a request for a call back, but the reporter had not heard back from them. The reporter requested the pump be stopped, but they did not have access to a physician programmer. The reason for call was a request for contacting a local company representative. The issue was not resolved through troubleshooting at the time of the report. The hcp was waiting for the company representative to arrive at the ed. The circumstances that led to the reported issue were unknown. No further patient complications have been reported as a result of this event.